Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, product ID: 9735773, product ID: 9735951, h6: a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced and the system performed as intended. No products have been returned to medtronic for analysis. The concomitants 9735773 and 9735951 were discarded and therefore not sent for analysis. Codes b17, b18, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0708 was coded for the power issues as they battery and power pack were replaced. A1002 was coded for the spark noise and smoke detection issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a spark noise and smoke were detected while switching on the system. Upon troubleshooting, it was found that no led was lit up in the uninterrupted power source (ups). The battery and power pack were replaced as part of the troubleshooting process. Following these interventions, the system was functioning normally. There was no patient involvement.